Manufacturer narrative:
Concomitant products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was implanted in (B)(6) and had not been able to get the device adjusted right. It was noted that the device was re-calibrated several times and while it "worked great" it did not do what it was intended to do. It was noted that the patient's first trial did not work and he could not wait to get the "thing" out of his back. It was further noted that this was how the patient felt "right now." It was noted that during the patients second trial a woman did the final adjustments and "it worked miraculously." It was further noted that the patient wanted to find someone who could adjust his stimulation so it would work for his needs. It was noted that the patient had severe pain in their feet due to frostbite. Additional information received from the consumer reported that the patient's back hurt from the surgery, and the implant never did work and made his feet hurt worse. The patient eventually turned off stimulation off which, along with the pain medications, helped the pain subside. The consumer also reported that the patient had pain from the implant area, as he could feel it through the skin. At this point, the patient wanted the implant removed. It was noted that the patient had the frostbite in his feet prior to the implant. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
Updated from "adverse event" to "adverse event <(>&<)> product problem."